Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a stripped battery cap. She was unable to remove the battery cap. The side of the insulin pump was cracked near the battery compartment. Her blood glucose level was 411 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot.